Event description:
The tube broke at the 2 cm marker and the dome remained in the patient. The facility was calling to find out how to remove the dome. The call was forwarded to ms&s, the physician was instructed to remove the dome endosopically. The peg was placed in 2005.

Manufacturer narrative:
The complaint was confirmed. The dome detached from the peg feeding tube. A bead of the dome material was found around the distal end of the peg tube. The incident questionnaire that was returned with the complaint sample indicated that the dome detached during removal. The peg was in place for more than 16 months. The product IFU warns that "gastrostomy tubes which have been in place for long periods of time, i.e., greater than one year, may have an increased potential for dome separation during traction removal." The bond between the feeding tube and the dome did not exhibit any defects. No other manufacturing defects were found on the complaint sample. This appears to be a use related incident.